Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple new cartridges. The customer's blood glucose (bg) level was impacted (400 mg/dl). During troubleshooting with tandem technical support, the customer was able to perform the load process again with the same cartridge and was able to successfully load the cartridge onto the pump and resume insulin delivery. It is possible that the customer had not been following the on-screen prompts during the load process; however, this was not confirmed.